Manufacturer narrative:
Evaluation summary: device had been in service for up to five years. Review of complaint history reveals no other complaints against this product / lot combination. Product had exceeded useful life. Evaluation: the returned device exhibits heavy wear in the slots with multiple burrs along slot ends. The gold coating is wearing off in the slots. Hardness of the device was found to be within specification as returned. Device is well used, as indicated by nics, heavy wear in the slots, and erosion of gold coating. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the anterior saw capture broke.